Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap was unable to be removed from the pump, even with a tool, and that the battery cap kept spinning around and around. The reporter stated that the battery cap had not been changed for over a year and that the user guide instructs the user to change the battery cap every three to six months. The reporter denied damage to the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no cracks or damage observed on the pump casing. The keypad cover was observed to be peeling at the bottom of the keypad. The keypad cover was removed to check the condition of all key contacts and there was no contamination observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.